Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfilling. The following information was provided by the initial reporter. The customer stated: "tubes are overfilling."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 1-may-2023. H.6. Investigation summary: bd received 26 samples and 1 photos for investigation. The photo was reviewed and the indicated failure mode for overfilling was not observed. Additionally, 10 customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfilling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfilling. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfilling. The following information was provided by the initial reporter. The customer stated: "tubes are overfilling."